Manufacturer narrative:
The axiem portable and axiem cable was returned to the manufacturer for analysis. Analysis found that the axiem portable functioned as intended. All the ports were tracking on both lemo connections. The axiem cable was found to be damaged. The cable jacket had separated at the lemo connector, exposing the shield wire. There were no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the blue axiem portable showed communication problems when connected to the equipment and instruments. A number 8 appeared on the back side instead of 7, which was the normal number. It was unable to identify the instruments and the emisor. No patient present.